Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd posiflush la barrel is not labeled. The following information was provided by the initial reporter, translated from portuguese to english: material came from the factory without batch and expiry date information on the product. How many units presented quality deviation only the 02 units informed? - 02 units; is material being used or segregated? - samples are segregated; if possible, send a photo of the product where the quality deviation is visible and inform if they are from the same batch. - attached; is there a sample if the supplier requests it for analysis? - yes, we have the sample; is there any patient impact, if yes explain in detail? A: no could you please share the anvisa reporting number? A: there was no anvisa report; date of event occurred? A: (B)(6) 2024.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: posiflush-sp. Device failure: scale marking issue.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 306565 and lot number 3355435. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples were provided for evaluation by our quality team. Through examination of the pictures, two (2) syringes were observed in the unit package without the barrel labels. Within the manufacturing process, a vision system is in place to detect any issues with the barrel label, including missing label. In this case, a failure in the double rejection station after the vision system most likely occurred. If the syringe has no label, the rejection station must reject it. However, if there is a failure in the rejection, the station stops, and it does not allow the machine to run. The operator must check for the cause of the stoppage and remove the defective samples. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.